Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Primary procedure, right hip. It was reported that upon impaction of the accolade ii broach, the color indicator broke off in the patient. Piece was removed, patient was visually inspected and irrigated with no surgical delay. Procedure completed successfully.